Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 525 mg/dl. The customer¿s current blood glucose level was 410 mg/dl. The customer also stated that they received unexpected restart. A cold reset was performed. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will not be returned for analysis.